Event description:
It was reported that, in conjunction with an hysterectomy, a vaginal cuff repair was performed. In relation to the vaginal cuff repair, the pt subsequently exhibited tissue granulation with accompanying odiferous vaginal discharge. The pt was taken back to the or for suture removal.